Manufacturer narrative:
Although requested, the AED and battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The customer reported that there battery pack will not stay inside the AED. The reported event did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position. The device was removed from service.